Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary shown insulin medication insufficient error. The count was correct at 940 units; however, when the medication was dispensed for a patient, an insufficient amount error appeared. The count was adjusted to 9,400 units, which allowed dispensing. The item was then moved to a new pocket, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, january 30, 2023, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was found that insufficient error encountered while dispensing medication. The technical support specialist (tss) instructed the customer to unload and reload the medication. The tss advised the customer to verify whether the error still appeared after completing the load process. The issue was resolved on the customer side. The system functioned as intended after the tss assisted the customer to resolve the issue.